Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analzyed. Analysis of the device revealed normal battery depletion.

Event description:
It was reported the patient presented to the hospital with heart rate in the thirties. The implantable pulse generator (ipg) was at end of life and there was no telemetry upon interrogation. The ipg was explanted and replaced. No further patient complications have been reported as a result of this event.